Manufacturer narrative:
Primary finding of device analysis revealed motor stall due to a cracked pump tube, which filled the containment area with drug.

Event description:
Reported as "suspect motor stall." Device has been returned to MFR for analysis.